Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 27mg/dl. Cause was not known. Reportedly, customer lost consciousness resulting in their should hurting. Customer was treated with a shot of glucagon and intravenous fluids; customer cannot recall what fluids to address the bg. Customer was discharged from the emergency room the same day (B)(6) 2026 with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider to discuss diabetes management. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.

Manufacturer narrative:
The logs were reviewed and based on the review conducted, there is no evidence that the pump experienced a malfunction or failure. The cause of the low bg could not be determined based on the review conducted.